Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had a crack at the bottom of the display screen and the reservoir compartment was broken. Customer does not recall dropping insulin pump. Customer also reported that buttons were not responding. Customer's blood glucose was 410 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced.